Event description:
Customer reports to have physical damage of insulin pump, high blood glucose and to have received motor error alarms. Customer's blood glucose was 300 mg/dl. Customer reports that side of insulin pump by the drive support cap fell off. Customer also reports to have received motor error for a year. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
The insulin pump was received with detached end cap. The drive support disk was inspected and no anomaly noted. Unable to perform functional testing due to physical damage to case. The motor passed motor test. The insulin pump has minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.